Event description:
The pt is currently enrolled in the (B)(4) in (B)(6). At 7 months post implant of the supera stent, a follow up angiography showed a new significant stenosis of the proximal right sfa as well as an in-stent restenosis more distally in the supera stent. The pt had percutaneous transluminal angioplasty (pta) of the right sfa. The risk of restenosis is increased in pts with diabetes and renal insufficiency. The pt also developed a critical in-flow lesion to the original target lesion. The pta was reportedly successful with "very good result with slight dissection distal to the stent with no flow limitation." The cause of the restenosis is unk; there is no indication of a device malfunction.

Manufacturer narrative:
The cause of the event is unk. No indication of a device malfunction. The cause is likely the pt's disease progression.